Manufacturer narrative:
Correction d4 - lot # updated from 4030742 to 4022142; d4 - primary UDI number updated from (B)(4) to (B)(4). The device was returned for analysis. The material separation was confirmed. The difficult to remove is related to the case conditions and cannot be replicated in a lab environment. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hematoma and foreign body in patient are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The root cause of the reported difficulties and subsequent treatment are related to the circumstances of the procedure. In this case, it is likely that due to the patient obesity, the device did not reach the vessel or was inadvertently pulled out of the vessel causing the suboptimal deployment. In the subcutaneous tissue the foot and suture can become entangled with the tissue causing the difficulty to remove and, in this case, along with the manipulation of the device in the attempt to remove it, caused the separation of the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a transcatheter aortic valve replacement (tavr) interventional procedure using a 6f sheath. Reportedly, one side of the foot plate of the device was noted to be missing after removal from the patient. The location of the separated foot was not known; however, one side of the foot plate appears to still be in the device. The lever had been closed and the foot had retracted prior to attempting to remove the device from the patient. There had been some resistance during removal. Manual compression was applied to achieve hemostasis. The patient developed a hematoma six hours post procedure which was reported as likely due to the proglide. No treatment was performed for the hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.